Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a crack in the battery compartment. There was no allegation that the pump lost power related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings:the pump battery compartment was observed to be cracked from the threads to the case seal and on the threads above the bumper pad. Unrelated to the complaint, the pump display screen was observed to be dim and discolored with a reddish tint.